Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. All of the keypad buttons were found to be responding. The keypad was removed and contamination was observed under all of the button contacts. Additionally the bolus button was found to be difficult to push, the button was removed and was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was hyper responsive and the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.